Event description:
It was reported that the saw unlocks under the effects of vibrations during use. This device is used for veterinary use. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is a veterinary product. Device is similar to a device marketed for human use. (B)(6). The large oscillating saw attachment was forwarded to our customer service department for investigation. It was found that the head of the attachment was loose as a glued connection was not fixed anymore. Afterwards it is not possible to determine the exact cause of this occurrence. Undue high vibrations or high forces during use, high temperature reprocessing or insufficient gluing during assembling are possible reasons. The manufacturing documents were reviewed and no complaint related issues were found.